Event description:
Procedure performed: hand assisted laparoscopic donor nephrectomy. Event description: two similar events occurred at the same facility. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Rep was present for the case. The first clip applier worked for the first handful of clips, then stopped loading. No clip would fire and the device was replaced with a new one. The new clip applier had its first clip load into the jaws half closed. The clip was manually removed and then upon subsequent actuations, no clip would load into the device. This clip applier was replaced with another one that was used to complete the case without issue. There was no patient injury and the products are available for return. Products available for return. Rep requested that both be shipped back in the same box and that a box be shipped to their home address on file. Patient status: no patient injury. Intervention: replaced with another clip applier that failed, then another clip applier that worked.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1 (B)(4), was included in the recall. Correction to d4.

Event description:
Procedure performed: hand assisted laparoscopic donor nephrectomy. Event description: two similar events occurred at the same facility. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Rep was present for the case. The first clip applier worked for the first handful of clips, then stopped loading. No clip would fire and the device was replaced with a new one. The new clip applier had its first clip load into the jaws half closed. The clip was manually removed and then upon subsequent actuations, no clip would load into the device. This clip applier was replaced with another one that was used to complete the case without issue. There was no patient injury and the products are available for return. Products available for return. Rep requested that both be shipped back in the same box and that a box be shipped to their home address on file. Patient status: no patient injury. Intervention: replaced with another clip applier that failed, then another clip applier that worked.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.